Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the physician tried to advance a coil, the coil got stuck around the struct of a stent (subject device). The physician tried to remove the coil from the subject stent but was not successful; therefore, two stents were deployed to fix the coil and the coil was detached. During the procedure, the patient developed thrombosis in the left p1. The physician tried remove the thrombus, but the procedure was ceased as the blood flow recovered. The patient is under additional treatment to treat the remaining blood clot in the p1. The patient is recovered and stable now.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event was unable to be confirmed and it cannot be confirmed that the device net specification, as the device was not returned. The analyzed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analyzed event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, when the physician tried to advance a coil, the coil got stuck around the struct of a stent (subject device). The physician tried to remove the coil from the subject stent but was not successful; therefore, two stents were deployed to fix the coil and the coil was detached. During the procedure, the patient developed thrombosis in the left p1. The physician tried remove the thrombus, but the procedure was ceased as the blood flow recovered. The patient is under additional treatment to treat the remaining blood clot in the p1. The patient is recovered and stable now.